Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his insulin pump malfunctioned because it delivered all the insulin he had in the reservoir without any imputed from him. Customer stated that he was found unconscious in his bedroom floor due to low blood glucose. Customer stated that the paramedics where called to assist customer at home. Customer stated that after the low blood glucose incident, he was waiting for his insulin pump to be replaced and he ended up in the hospital for high blood glucose. Customer did not give any blood glucose readings because he stated that it happened in 2010. Nothing further was reported.